Event description:
Patient had a possible reaction to bio-implant. Culture was performed and no infection was present. Area was drained, still no sign of infection. Surgeon removed implant and repaired by using bone tunnels and suture. Clean suture for infection after bone tunnel repair. This device is used for treatment.